Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open oncological pulmonary segmentary, when performing a pulmonary segmentectomy, 2 loads were used without problems but in the third load, the stapler jammed and was impossible to fire. Ended the procedure with manual suturing.